Event description:
Customer reports once the tube was placed in the pt, the guidewire could not be pulled out. In trying to get the guidewire out, the end of the guidewire broke off. No pt injury is reported.